Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead experienced phrenic nerve stimulation in all lv pace vectors. The lv lead was abandoned surgically. No additional adverse patient effects were reported.